Event description:
It was reported that in 2012 the system again needed to be removed due to device malfunction. During this removal process the lead was cut leaving an unretrieved device fragment. The patient¿s health care provider¿s (hcp¿s) office conducted radiographs confirming unretrieved device fragments on both sides of the body and they were inquiring about information on mris with unretrieved sacral neuromodulation (snm) device fragments that they may share with the MRI center. It was unknown which type of MRI or which part of the body was to be scanned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-18086 for replacement of the patient¿s first device and manufacturer¿s report # 300 4209178-2014-18091 for unretrieved device fragments from the patient¿s second device removal.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-33, lot# v649839, implanted: (B)(6) 2011, product type: lead.